Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils, a ruby coil detachment handle (handle), a non-penumbra microcatheter and a diagnostic catheter. During the procedure, the physician advanced a ruby coil into the target vessel using the microcatheter, and used the handle to detach the ruby coil. It was reported that the black alignment zone (pet lock) on the ruby coil pusher assembly was separated, indicating a successful detachment. However, after detachment, the ruby coil was not visible in the target vessel under fluoroscopy, despite not having pulled back the ruby coil pusher assembly yet, but possibly only by approximately one centimeter. Therefore, the physician removed and flushed the microcatheter to see if the detached ruby coil was in the microcatheter, but the ruby coil was not in the microcatheter. The physician then removed and flushed the diagnostic catheter. It was noticed at that point that the detached ruby coil was inside the diagnostic catheter. The procedure was completed using additional ruby coils, the same handle, microcatheter, and diagnostic catheter. There was no report of an adverse effect to the patient.